Event description:
2 events involving insertion of IV catheter, bd insyte autoguard in cat scan with use of the power injector in which the catheter separated from the hub. In both events, catheter was retrieved immediately. Both appear to involve newer lot batch. All stock removed from use. No pt indentifier available for first event.